Manufacturer narrative:
A ge service rep performed an on site investigation. The gib board was evaluated and replaced. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system had a communication failure message; however, the customer was able to finish the case by rebooting the system. There is no report of death or serious injury associated with this complaint.